Manufacturer narrative:
The patient reports the pink slide insert is not visible despite making note of the condition of the exposed portion of the soft cannula. No issues were observed to the exposed portion of the soft cannula and fluid was observed passing through successfully. The data did not show any increase in pulse widths that would indicate an occlusion from a bent/kinked cannula. The device was received with the cannula assembly fully deployed. No issues were seen with the device or the data from the device. The needle mechanism was reset, ratchet gear manually advanced, and the device successfully deployed. Data downloaded from the device indicates it ran for 1772 pulses, delivered multiple boluses, and maintained a steady basal rate. The device was found to function as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 356 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The cannula was bent. As treatment, the patient changed out the pod and gave correction bolus.